Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Customer obtained a reading of 199 mg/dl at work at 0400, and felt hypoglycemic symptoms of weakness, sweating, and shakiness. Customer ate a candy bar, but still didn't feel better. Customer did not test his blood sugar again. Customer stated that he does not remember anything between the hours of 0500 and 0700, when the emts were there. Customer believes he passed out for two hours. Customer's coworkers found him in the chair unconscious and called the emts. Emts obtained a reading of 27 mg/dl on their meter upon arriving. Customer was treated with an IV (contents not provided). Emts obtained a "normal" reading for the customer and left (timeframe not provided). Customer was not capable of self-treatment. Requested return of suspect device and strips; however, customer has lost both the meter and strips and they will not be returned. Replacement was sent.